Manufacturer narrative:
Additional information: a second single-use device was received for evaluation. Microscopic inspection revealed embedded dark particulate matter on the outside of the port valve core. When the valve core was turned, it was observed that the particulate matter turned with the valve core. A specimen of the material was isolated and analyzed with micro-fourier transform infrared (ftir) spectroscopy. The particulate matter was consistent with silicone oil. Silicone oil is used in the manufacturing in the of the valve set. The reported issue was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted for lot 1209715 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number - 60154279, 60168627, 1209715, and an unspecified lot number. One single-use device was received at the plant for analysis. Visual inspection of the returned device noted embedded green contamination on the outside and inside of valve cap of port 6. The reported issue was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted for lots 60154279 and 60168627 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that at least four (4) exactamix valve sets had particulate matter. One set had a green spot in an unspecified location, an unspecified number of sets had a "clear oily covering on the valve sets that would make the tubing slip off or possibly be present in the fluid path¿, one set had ¿too much lubrication on the port valves making the tubing loose¿, and one set had unspecified contamination in an unspecified location. This was noted prior to patient use. There was no patient involvement. No additional information is available.